Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Echo images were received for evaluation. Per evaluation, approximately 1 year after implantation, there were high transvalvular gradients and evidence of a large, multi-lobulated, mobile, soft-tissue density mass on the left atrial aspect of the bioprosthesis leaflets; the leaflets do not appear calcified / sclerotic. The appearance of the mass is suggestive of vegetation or thrombus; the absence of leaflet calcification / sclerosis and the presence of a mass argue strongly against structural valve degeneration as an etiology of high gradients. If prosthetic valve infective endocarditis has been definitively excluded, then the mass would appear to represent either a non-infective vegetation or thrombus. In this case, the root cause of this event cannot be conclusively determined with the available information. However, the event in this case was possibly due to patient related factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 7300tfx25 implaned in the mitral position was showing signs of significant high gradients after approximately 1 year from implantation due to valve degeneration or valve thrombosis leading to high gradients. Initial diagnosis was calcification and severe mitral stenosis. As reported, gradients at implant were 7/3 mmhg and approximately one year later gradients were 15/23 mmhg. Patient bmi is 26.45. Patient was noted to be under diuretic and anticoagulant therapy. Patient comorbidities include rheumatic heart disease, severe pulmonary arterial hypertension, cad and bronchial asthma.